Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2022 it was reported via social media by the patient¿s wife that, ¿my husband has now had two critical overnight lows (20 and 22) that failed to alarm on any device. Thank god I woke up when he collapsed both times and was able to quickly call 911.¿ based on the low bg values, the description of having collapsed is presumed to mean a loss of consciousness. Since no patient or reporter contact information is available, no additional details could be obtained regarding the patient, additional symptoms, treatment, cgm values, bg values, patient outcome, or the details of the failure mode. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.